Event description:
The physician tried to cross a cypher select plus crb 28250. Despite several attempts, he failed to cross it. Physician then noticed the slightly fractured entry part of the cypher stent, which was considered the reason for the crossing difficulty. The target lesion was the lad. The lesion was type c, heavily calcified and tortuous.

Manufacturer narrative:
This device crb 28250 (lot 14056105) is distributed outside the united states; however, it is similar to the united states product cxs 28250. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.